Manufacturer narrative:
One 6f angio-seal evolution hemostasis sheath and carrier tube assembly were visually inspected and functionally tested. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position; the gearbox assembly was in the "out of park" position. The compaction tube remained entirely within the carrier tube and not visible within the manufactured slit. The suture was 1.2" in length; its distal end was consistent with cutting. The device was disassembled. No visual anomalies were noted in the suture routing, gears, gear mesh, or related mechanism. The device was functionally tested for gear rotation, rack advancement, and suture release; no functional anomalies were noted at any time. The overall device condition was consistent with deployment; excessive bending or compression of the sheath may have resulted in increased rack resistance/seizure within the carrier tube and subsequent clutch slippage. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported a pt came in for a cardiac catheterization procedure. The catheterization results were negative and no heparin or blood thinners were used. An angio-seal was selected for closure post catheterization procedure. The physician said the device was deployed but he never saw the green indicator marker on the suture. The physician continued to pull back on the device but could still not see the green marker. The suture release button was also tried without success. The tamper tube was unable to be visualized and could not be pulled out. The physician then decided to cut the suture, had good hemostasis and was able to see the collagen. Approximately eighteen hours post catheterization procedure, the pt began to complain of pain. An ultrasound was performed and a deep vein thrombosis was found. The pt was then given prescribed medications (fragmin, dose unk). Approx an hour after the ultrasound, the pt was hemodynamically unstable and was rushed to the operating room. Several units of blood were given. The pt was reported to be recovering.